Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Additionally, a needle tip separation was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the returned device found a needle tip separation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two proglide devices using the pre-close technique prior to a peripheral intervention procedure. Reportedly, with both devices, the threads [suture] broke after needle deployment. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to a large bore sheath, and the peripheral intervention procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.